Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask during therapy. The patient was hospitalized on the same day as onset of the peritonitis and was treated with injection vancomycin (1.5 gram, every third day, route and duration not reported) and injection amikacin (750 milligrams, frequency and route not reported). At the time of this report, the patient was recovering and it was not reported if they had been retrained on aseptic technique. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). At the time of this report, the patient was discharged from the hospital and was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.